Event description:
Dealer states reverse doesn't always work and speed is varying. Dealer checked ohms on speed potentiometer and throttle pot and thinks it's in the tiller harness. No parts available for this scooter anymore.